Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30mjl implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were going to have to do a revision on all of it coming up on (B)(6) patient said the new one they just put in seems like it may have twisted a little bit and was causing discomfort and causing pain where the lead wire was. Patient also said they can't lean against anything because it automatically pushes it further in and makes it stimulate 3 times worse. The patient noted that they were on a very low setting. The caller reported that they have been working with manufacturing representative (rep) and the doctor about this. The caller noted that they think it was happening because they were so thin. The caller noted that the doctor thought they got this one deep enough, but it seems like they will need to go deeper again. Patient reviewed that they have an upcoming revision scheduled for (B)(6) due to components causing discomfort. On 2024-dec-18, additional information was received from the manufacturing representative (rep). The cause of the lead getting twisted was determined. The patient and the physician report the patient's low weight/weight loss and having no adipose tissue. The cause of the overstimulation/stimulation 3 times worse was determined. The patient press's location of the lead insertion when in the tub and this pressure results in pushing the lead against the nerve to cause the stimulation. The cause of the lead not being placed deep enough was the patient had no extra tissue to hide the lead.